Manufacturer narrative:
The technician removed, cleaned and reinstalled the head up valve several times but it would only work a couple of times and then not work. The technician replaced the valve to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.